Event description:
Customer reported cosmetic damage to the insulin pump. The current blood glucose reading is 121 mg/dl. Customer treated with manual injection. The drive support cap is flushed. Customer stated that she was hospitalized due to low blood glucose. The blood glucose reading at the time of the event was 40 mg/dl. Customer stated that the insulin pump caused the low blood glucose. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.